Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 501 mg/dl. Reportedly, customer's healthcare provider recently updating pump settings and customer believes this contributed to elevated bg level. Bg was addressed via a manual injection, and customer consulted healthcare provider regarding settings. System check with tandem technical support confirmed the pump was functioning as intended.